Event description:
The surgeon inserted a +24.0 diopter cc4204bf collamer plate lens but the lens tore. The lens was removed with no pt injury, no enlarged incisino or sutures. The reporter stated the foam came off the plunger and the lens was torn. The reporter stated the technician did not load the foam tip plunger into the injector correctly and this is why it tore the lens. There was no problem with the foam tip plunger. This is one of two lenses used on this pt- see MFR report# 2023826-2006-00260.